Event description:
A surgeon reports that an intraocular lens (iol) was implanted in a pt in 2004. During a follow-up visit two and half months later, the surgeon observed that the inferior edge of the lens had moved in front of the capsulorhexis and capsular fibrosis was present. Pt also reported blurred vision. A yag capsulotomy was performed and the lens remained well centered. The pt's visual acuity improved following the yag.